Event description:
Customer reported system displaying incorrect images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and deleted object files, and reloaded cal files. System operates as intended.